Event description:
As reported by implant patient registry, approximately 2 years and 29 days post transfemoral tavr procedure with a 29 mm sapien 3 valve in the aortic position. The valve was explanted. An edwards surgical valve was implanted. Per the field clinical specialist, the valve was explanted, due to endocarditis and aortic regurgitation. The patient was discharged medically stable to a nursing facility.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device was not returned for evaluation.

Manufacturer narrative:
Per clinical review of the medical records, approximately 2 years 29 days post transfemoral tavr procedure with a 29 mm sapien 3 valve in the aortic position the valve was explanted due to strep gordonii bacteremia endocarditis of prosthetic aortic valve. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.